Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the arterial roller pump would not power up on the system one unit. The unit was being set-up a day before the surgery. There was no case involved with this issue. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.